Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The 00mlx light source was returned for evaluation: failure analysis - evaluation of the device confirmed that the bezel was melted, the mirror was missing, the mirror holder was broken. All parts were replaced along with the standby membrane and the control membrane which must be replaced when the bezel is replaced. The unit then passed burn in and all final tests including electrical safety. Root cause - the returned 00mlx light source is in used condition with a damaged mirror due to rough handling/environmental damage. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the glass lens on the xenon lightsource (00mlx) in front of the lamp broke and fell out. The clinicians complained about burning smell when turned on. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.